Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Powered on the device and h-31b air detector clamp alarmed immediately. Visually inspected h-31b air detector door and found that mount block was damaged. The root cause of the reported issue was found to be normal wear. Actions were taken to mitigate the reported issue: replaced air detector sensor , sensor board , mount block assembly, and membrane switch.

Event description:
It was reported that the device was alarming air detector disposable. No patient injury was reported.